Event description:
Importer ref# (B)(4).

Manufacturer narrative:
On july 2, 2015, the medical affairs director made the following comment, due to the fact that the case was no longer classified as "infection": "after being informed that infection was not the root cause for mobilization, the lack of additional information makes it not possible to determine what caused the failure". On july 3, 2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report and in this one. On july 6, 2015, the final report was sent to the initial reporter and the case was closed.

Event description:
Ref (B)(4).

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 092845: (B)(4) items manufactured and released on 03 march 2010. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. Lot 100528: (B)(4) items manufactured and released on 14 april 2010. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. Lot 101359: (B)(4) items manufactured and released on 25 may 2010. No anomalies found related to the problem. To date, all the items of the lot have been sold without any similar reported issue. On (B)(6) 2015 it was reported that the surgeon confirmed the revision was not due to infection as previously supposed. On (B)(4) 2015 the medical affairs made the following comment based on the x-ray analysis: this case presents a diffused radiolucency, which is well compatible with the suspected infection. We cannot conclude from the xrays only if an infection is present, but it's possible. We have no information about the clinical outcome for the first 5 years of this implant, but there is no reason to suspect that it was poor. The bone does not show to have suffered progressive pauperization. No other root cause seems apparent.